Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12461. It was reported that the rotawire tip became stuck in the lesion and detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 330cm rotawire¿ was advanced into the target lesion with no resistance. A 1.50mm rotalink¿ plus was then advanced over the roawire using dynaglide mode. However, the tip of the rotawire had moved into the septal branch, got stuck due to a spasm and detached near the coil part. The detached portion remained in the septal branch and was removed using a non-bsc microcatheter and a snare. No fragments were left inside the patient's body. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned with a non bsc device. Visual inspection observed the body of the rotawire broken at approximately 328.7cm from the proximal end; the other section of the rotawire was also returned. The spring tip in both section of the rotawire was stretched. A kink at approximately 122.2cm and 136.6cm from the proximal end of the body of the rotawire. The overall length and the outer diameter (od) of the distal tip was not measured due to the device condition. Od of the middle and proximal section of the rotawire were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12461. It was reported that the rotawire tip became stuck in the lesion and detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery(lad). A 330cm rotawire was advanced into the target lesion with no resistance. A 1.50mm rotalink plus was then advanced over the roawire using dynaglide mode. However, the tip of the rotawire had moved into the septal branch, got stuck due to a spasm and detached near the coil part. The detached portion remained in the septal branch and was removed using a non-bsc microcatheter and a snare. No fragments were left inside the patient's body. No further patient complications were reported and patient's status was stable.